Event description:
Healthcare professional reported "right sided "implant folded over", "point showing", right side bump, and right side "underfilled". "The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure and device incompatibility.

Event description:
Healthcare professional reported "right sided "implant folded over", "point showing", right side bump, and right side "underfilled". "The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ crease / folding of implant: observed. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ use error: unable to observe as it is not related to the manufacturing process. ¿ exposure: unable to observe as it is not related to the manufacturing process. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.